Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a microintroducer is confirmed but the root cause could not be determined. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed some use residues throughout the returned device. A microscopic observation revealed the entire distal end of the microintroducer sheath was pushed slightly towards the proximal end of the device. Because the returned microintroducer exhibited deformation throughout the distal end, measurements could not be taken of the distal edge of the microintroducer sheath. Because the returned microintroducer appeared deformed but measurements could not be taken of the sheath due to the use deformation, the complaint of difficulty inserting a microintroducer is confirmed. A root cause could not be determined for this complaint. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when placing the power PICC in this patient, head nurse at the facility found that the introducer sheath was softer and that there were burrs and rough edges at the tip of the sheath. It could not be used in this patient properly and a new catheter had to be unpacked and placed in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when placing the power PICC in this patient, head nurse at the facility found that the introducer sheath was softer and that there were burrs and rough edges at the tip of the sheath. It could not be used in this patient properly and a new catheter had to be unpacked and placed in the patient.